Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E. Street address exceeds character limit: 15/f, tower b, southmark, 11 yip hing street, wong chuk hang.

Event description:
It was reported that bd insyte ag bc global unable to connect to hub. The following information was provided by the initial reporter: the customer complained that after catheter insertion, the nurse was unable to connect any device to the connecting end of the hub. No patient impact.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Your reported issue that a connection could not be made with the insyte autoguard IV catheter was confirmed and the cause appeared to be manufacturing related. One 24g insyte autoguard was provided for investigation. The threads were damaged, which prevented a proper connection with an extension set or connector. Damage to the outside of the adapter could occur anywhere within that an adapter luer encounters equipment. Misalignments of the adapter relative to the equipment may also cause this damage. Alignments are performed when they are determined to be necessary during set up or production. Inspection for damage to the adapter is performed by operators per the sampling plan. A device history record review showed a manufacturing related issue for the damaged adapter with this lot number. Product was 100% sorted by visual inspection for the damaged adapter. After actions were taken to address this, sampling was performed on the contained devices. Inspection results found the devices to be free of any abnormalities or non-conformances, and the produced units were released.

Event description:
No additional information.